Event description:
The customer received questionable results for multiple assays for an unknown number of patient samples from (B)(6) 2014 through (B)(6) that were discovered after qc was out of range on (B)(6) 2014. Of the data provided, only 32 results were discrepant. Refer to the attachment to the medwatch for all patient data. All of the original results were reported outside the laboratory. The repeat results were believed to be correct. The customer issued 52 corrected reports. There were no adverse events. The lot numbers and expiration dates of the involved reagents were requested, but were not provided. The field service representative found a leak from the sipper 1 syringe due to a worn seal piece and he replaced the syringe seal. He performed a successful system volume check and performance testing. The customer ran calibrations and qc, which were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.